Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # 121a69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was present and cut, the device was fully loaded with staples. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product.  During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. After the motor connector was pushed until fully seated. The device was tested for functionality and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a perineal proctectomy procedure that the surgeon was using a powered circular device to create the anastomosis. The device would not fire. The device was illuminated showing there was power to the device from the battery. The orange bar was in the green zone on the tissue compressions scale. The orange band on the trocar was completely covered with the anvil. Surgeon tried removing the battery from the device and reinserting the battery, but device still would not fire. Surgeon opened the device and removed the trocar from the anvil. Surgeon left the anvil sewn in place and opened up a new device and used the new device with the already inserted anvil from the first device and the device fired. Surgeon said donuts were intact. It is unknown if there were any changes to the post-operative care. Patient was doing fine. There have been no patient consequences. Surgeon stated that patient went home the day after the procedure with no pain.